Manufacturer narrative:
Product evaluation: analysis results not available; device discarded by user facility.

Event description:
It was reported that during an ess procedure "a 70 degree diamond bur broke in a patient's nose intraoperatively. They retrieved it, patient wasn't harmed, but case was delayed." It was confirmed that "the tip of the bur broke off; not sure of length. X-ray was done; they performed a suspended direct laryngoscopy to fish out the piece that had traveled down to the throat region." The piece was successfully retrieved, there was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.